Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument process errors. "Aliquot probe, probe: clog detected" errors were obtained. The customer stated that they have issues with samples they receive from an offsite having clots. The customer is unaware of their sample handling procedure. Quality control data was provided, indicating results were within range. Ccc offered to bring the instrument into diagnostics mode and inspect/clean the aliquot probe, but the customer declined at the time. The cause of the discordant, falsely low mg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician. The initial results were flagged as "below panic range", indicating the results were below the laboratory's defined panic alert level. The samples were repeated on the same instrument, resulting higher. The repeat results were auto-verified and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.